Event description:
The customer reported the ventilator would not power on via ac or backup battery power. The ventilator was not in use on a patient and therefore there was no patient involvement or harm. The customer replaced the ventilator's power supply and returned it to the manufacturer for failure analysis. Upon evaluation and testing of the device it was revealed that mains fuses in the power supply were open, and the customer reported problem confirmed. The unit would not function via ac power and was also not able to operate via backup battery power.

Manufacturer narrative:
Power supply.